Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation of the reported event is currently underway. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart followed by bleeding. The device and detached limb was removed via an open chest procedure. The patient reportedly experienced heart attack, shortness of breath and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images, photos and medical records were provided and reviewed. Approximately, three months of post deployment, the patient complained of abdominal pain. Around, three years and three months later, the patient complained of severe abdominal pain. Around, one month later, an x-ray of lumbar spine was performed for back pain. The study showed that there was an inferior vena cava filter overlaid the right side of l3 and l4 vertebral body. Around, two years and two months later, the patient complained of chest pain. The patient had a coronary angiogram which was negative but there was a foreign body possibly in the right ventricle or pulmonary circulation. The patient had a history of inferior vena cava filter placement and the shape of the foreign body looked like the shape of an inferior vena cava filter leg. A computed tomography of abdomen and pelvis was performed on the same day, and the study showed an inferior vena cava filter was noted. Also, there was a small pericardial effusion noted. A computed tomography of chest was also performed on the same day and the study showed there was a moderate sized pericardial effusion. On the next day, the patient underwent lower mini sternotomy and pericardial window for the removal of the inferior vena cava filter leg from the right ventricle. An indication for the procedure mentioned that the patient had chest pain and underwent a coronary angiogram which showed foreign body that was suspected to be in the right ventricle and looked like a leg of the inferior vena cava filter. A computed tomography of chest confirmed that the there was a foreign body that was protruded from the right ventricle into the pericardium with moderate to large pericardial effusion. During the procedure, the right common femoral vein was accessed, and guide wire was inserted in case if bypass was needed during the surgery. Then a 7 cm skin incision was made in the lower chest in the midline and tissues were dissected. Then lower mini sternotomy was done and a minimize retractor was used and dissection was carried out to gain access to the pericardium. Then the pericardium was opened and stay suture were applied to the edges and upon examination, it was found that the foreign body which was an inferior vena cava filter leg had penetrated through the right ventricular wall into the pericardium for about 2mm and there was a small hole that was oozing blood from the right ventricle and the tip of the inferior vena cava filter was moving in and out from that hole. So, finally the tip was removed and prolene pledged sutures were used to close the hole and the foreign body was sent for pathology. A surgical pathology report was provided with the diagnosis of foreign material compatible with thin wire which was removed by surgical excision from right ventricle. The gross description mentioned that the specimen was received with patient name and foreign body right ventricle, consisted of a cylindrically shaped section of blue tinted wire measured 2.9 cm in length by less that 0.1 cm in diameter. After two days, the bard inferior vena cava filter was removed. An indication was provided which mentioned fractured inferior vena cava filter. During the procedure, the patient¿s neck was prepped and draped. Then under fluoroscopic guidance, the hook of the filter was snared and with the help of the telescopic sheaths, the filter was removed without any issue. Post removal inferior vena cavogram demonstrated no evidence of complications. Finally, successful removal of embedded inferior vena cava filter. However physical exam demonstrated it was complete, missed the one fractured leg, which was known to embolize to the pericardium. Around, two months later, a left heart catheterization and selective coronary angiography was performed for recurrent chest pain. During the procedure, it was found that the fluoroscopy revealed a wire likely in the pulmonary circulation distally. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 01/2013), g3, h2, h6(patient, method, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart followed by bleeding. The device and detached limb was removed via an open chest procedure. The patient reportedly experienced heart attack, shortness of breath and chest pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart followed by bleeding. The device and detached limb was removed via an open chest procedure. The patient reportedly experienced heart attack, shortness of breath and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed foreign body present in the right ventricle which caused moderate to large pericardial effusion. Subsequently, next day it was seen that ivc filter leg was penetrating the right ventricular wall. The filter and filter leg was retrieved successfully. After successful retrieval of the filter it was seen that one fractured leg was missing which was known to embolize the pericardium. Therefore the investigation is confirmed for perforation of ivc and filter limb detachment. Per image review, a intraoperative heart image was reviewed and there was no filter limb identified. Therefore, the investigation is inconclusive for filter limb detachment and perforation of the ivc. Additionally, based on the provided photos the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images, photos and medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed foreign body present in the right ventricle which caused moderate to large pericardial effusion. Subsequently, next day it was seen that ivc filter leg was penetrating the right ventricular wall. The filter and filter leg was retrieved successfully. After successful retrieval of the filter it was seen that one fractured leg was missing which was known to embolize the pericardium. Therefore the investigation is confirmed for perforation of ivc and filter limb detachment. Per image review, a intraoperative heart image was reviewed and there was no filter limb identified. Therefore, the investigation is inconclusive for filter limb detachment and perforation of the ivc. Additionally, based on the provided photos the investigation can be confirmed for filter limb detachment. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart followed by bleeding. The device and detached limb was removed via an open chest procedure. The patient reportedly experienced heart attack, shortness of breath and chest pain; however, the current status of the patient is unknown.